Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was below 70 mg/dl. Specific value was not provided and the cause for the low level was not provided. During troubleshooting with tandem technical support, customer was educated on carbohydrate values and pump calculations when bg value is below 70 mg/dl. Customer acknowledged.